Event description:
It was reported by the patient that post device implant a "pimple" formed at implant site and the patient's "chest started to leak". At a follow up appointment the patient reports the physician indicated an issue with the lead. The patient is reported to have passed out and awoke at different facility after being transferred. The device and lead were replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Additional information related to the circumstances of the patient transfer to another facility and reported lead issue were attempted and no further information is available.